Event description:
It was reported that the tandem mobi charging pad stopped working, leading the caller to use third-party charging supplies. Due to this issue, the customer's pump experienced a shutdown, causing their blood glucose level to exceed 500 mg/dl, with the display reading "high". To address the high blood glucose, the customer administered a correction bolus via the pump. The pump began charging again using a tandem charging cable, third-party wall adapter, and tandem charging pad. Technical support advised the customer on the need to monitor the device and instructed them to swap back to the mobi cable, while a replacement wall adapter was sent as a goodwill gesture. The customer understood the guidance and actions recommended.